Manufacturer narrative:
Concomitant medical products: product ID: 5076-45, lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an right atrial (ra) lead warning and diminished atrial sensing. It was also observed that the implantable pulse generator (ipg) was initially programmed to managed ventricle pacing but the carelink device is programmed to vvi 60. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.